Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced endophthalmitis in the operated eye that was noted during the post-operative check-up. Additional information has been requested but not yet received.

Manufacturer narrative:
The customer did not retain the product lot information. Therefore, the device history records traceable to the reported procedure pack could not be reviewed. All procedure paks are single-use devices provided to the customer in a sterile manner. The sample was not received, at the investigating site for this complaint report. Visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample will be evaluated. The root cause of the customer's complaint could not be established, as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship if any, of the device to the reported incident cannot be determined. After an investigation of this complaint. It has been determined, that no action will be taken at this time, as a sample was not returned. And no root cause could be established. All procedure paks are single-use devices provided to the customer in a sterile manner. Complaints are reviewed and monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint, and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).